Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn1438 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was incomplete after its removal. It was found on the film that 2-3 cm of catheter tip was in the lower middle part of the right lung. On 2019-1-3 sale rep feedback: patient took catheter chemotherapy in the hospital in (B)(6) 2018, then moved to traditional chinese medicine with western medicine after the emergency rescue center. The nurse described tube drawing process is very smooth without resistance, pull out the discovery after catheter incomplete, later found the body tube broken through chest x-ray. The patient is in good condition with no discomfort.

Event description:
It was reported that the catheter was incomplete after its removal. It was found on the film that 2-3 cm of catheter tip was in the lower middle part of the right lung. 2019-1-3 additional information received patient took catheter chemotherapy in the hospital in (B)(6) 2018, then moved to traditional chinese medicine with western medicine after the emergency rescue center. The nurse described tube drawing process is very smooth without resistance, pull out the discovery after catheter incomplete, later found the body tube broken through chest x-ray. The patient is in good condition with no discomfort.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the groshong PICC was confirmed from the images that were provided for investigation, but the exact cause of the damage could not be determined without the physical sample. Two photographs of radiographic images were provided for investigation. Both images showed the thoracic region. In one image, what resembled the distal segment of a groshong PICC was circled on the side of the patient indicated with the letter ¿r¿. It was reported that the catheter tip was in the lower middle part of the right lung. The features of the 4 french single lumen groshong PICC that are consistent with the segment of tubing in the images include the plug at the distal tip and the radiopaque stripe along the length of the tubing. Based on the length of the tubing segment, a break was confirmed; however, since the physical sample was not returned for investigation, the features of the fracture surface and properties of the material could not be evaluated. Therefore, the cause of the break was undetermined. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebn1438 showed no other similar product complaint(s) from this lot number.